Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. No visual anomalies were noted on the returned sheath; however, the dilator had been punctured proximal to the distal tip. A brk needle/stylet assembly from current inventory was inserted into the dilator/sheath assembly; the needle/stylet assembly exited the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the puncture remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the introducer was punctured. After insertion of the sheath into the patient, the needle was inserted, its tip punctured the curve of the sheath, and it could not perform transseptal puncture. A replacement sheath and brk needle were used to completed the procedure using the same access site. The patient experienced no adverse consequences.